Event description:
Review of svc data detected a reportable event. During servicing, monitor sn 07006436 was unable to deliver a single pulse. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. During servicing, the monitor failed to deliver a single pulse. Upon eval, component u1, a 1.25a switching regulator, was found to be defective. The cause of the failure to deliver a pulse is defective components u1. The root cause of the u1 failure was not positively determined. No adverse event resulted from the defective u1 component. The last pt to use this monitor did not report any deficiencies.